Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: late 2007, inratio: 2.1, lab: 2.8. Date: early 2007, inratio: 6.1, lab: 10.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: late 2007, inratio: 2.1, lab: 2.8, mean: 2.5, confidence limits: 1.6 - 3.4. Date: early 2007, inratio: 6.1, lab: 10.4, mean: 8.25, confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are within the confidence limits for inr testing. For the 2nd data set, the readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. This case qualifies as an adverse event: coumadin was held and no intervention was done. Adverse event follow up: patient is now stable. Patient was retested a few days later and meter and test strips are working fine.